Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during preparation for use with the bd vacutainer® flashback blood collection needle the non patient end of the needle separated from the holder hub. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the teacher in the blood collection room was preparing to take venous blood for the patient, due to the looseness of the needle cap, the blood collection needle flew out.

Event description:
It was reported that during preparation for use with the bd vacutainer® flashback blood collection needle the non patient end of the needle separated from the holder hub. The following information was provided by the initial reporter, translated from chinese to english: on february 8, 2023, when the teacher in the blood collection room was preparing to take venous blood for the patient, due to the looseness of the needle cap, the blood collection needle flew out.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. No defects can be seen on the flashback needle in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.